Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen tibial tray catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address instability secondary to ligament laxity approximately nine (9) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs provided were reviewed and did not identify any cause for instability. The device history records were reviewed and no discrepancies were identified. Per the package insert, instability is a known adverse effect of this system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.